Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain. The pump was used to deliver hydromorphone. It was reported that the patient was "still not getting good therapy". At a pump refill on (B)(6) 2023, the drug concentration was changed from 1mg/ml to 2mg/ml. The drug concentration was not updated in the programmer, so the pump "thought it was 1mg/ml". Technical services reviewed that the patient was receiving 0.48mg/day instead of 0.24mg/day due to the error. On (B)(6) 2024 , the hcp went to refill the patient's pump and changed the drug back to the original concentration and increased the bolus dose to 0.22mg/day. The patient was receiving a higher dose due to the programming error, so the hcp wanted to reflect the correct dose to avoid withdrawal symptoms. The hcp was concerned that the patient should have been getting the lower rate on (B)(6) 2024 and should reflect the higher dose of what the patient was actually getting. At the time of the report, the hcp was not with the patient. The programming error was corrected and the patient was going to go backto the hcp's office to increase the dose to what they were getting with the higher concentration.